Manufacturer narrative:
Device will not be returned. No evaluation will be performed. Device was discarded by the hospital.

Event description:
Drill bit was advanced in the posterior locking hole until it stopped when we realized it was hitting the opposition sleeve, due to very soft bone allowing it to sink in, after external compression, we pulled the sleeve back and inspection the drill bit and it seemed fine not bent or marred in any way). The resident then continued drilling but put pressure on the bit (axially) due to him not putting the leg up high enough, so the bed would not interfere with the drill. The bit consequently broke at the drill sleeve bone interface. The drill bit was easily removed from the calcaneus with small kocher's. We opened a new drill bit and the case concluded without further incident. The resident and the attending realized where the error was and did not fault stryker. The case was an ankle anthrodesis using the t2 ankle arthrodesis nail.